Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 6947 implantable tachy lead, implanted: (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported the patient was admitted to the hospital due to syncope and fall. A remote transmission review was requested and atrial undersensing was observed. The lead remained in use. The patient is reported to have intermittent abdominal pain, increased lactate levels and global hypoperfusion. No further patient complications have been reported as a result of this event.